Event description:
The customer experienced an on-going issue with questionable parathyroid hormone, intact (pth) results. The customer provided 10 results, the following four results were discrepant. The samples were repeated (B)(6) 2010 on the same analyzer. Patient 1, initial result was 6.8 pg/ml. The initial result was reported outside the laboratory and was questioned by the physician. The sample was repeated three times and recovered 20 pg/ml each time. A corrected report was sent. Patient 2, initial result was 5.4 pg/ml. The sample was repeated and recovered 11.63 pg/ml. Patient 3, initial result was 8.9 pg/ml. The sample was repeated and recovered 11.6 pg/ml. Patient 4, initial result was 18.8 pg/ml. The sample was repeated and recovered 22.9 pg/ml. All the initial results were reported outside the laboratory, only one corrected report was sent. No adverse events have been alleged regarding the discrepancies. The pth reagent lot number was 15918402. The field service representative did not determine the root cause. He suspected pipetting was the cause. He ran performance tests which were within specification.